Event description:
Customer reported that the backup controller on the css console exhibited a red light when the battery test button was pushed. There was no impact on the pt, and the pt continued to be supported by this css console until he was successfully transplanted. The battery in the backup controller was replaced on site, and then the css console successfully passed the console test validation protocol.

Manufacturer narrative:
The controller battery that was removed from the css console was not returned to syncardia. Syncardia reviewed two prior investigations that were conducted on controller batteries exhibiting similar behavior. Both batteries were returned to the MFR for analysis. The MFR concluded that the batteries would not accept voltage or current, and that the accepted reason for lack of capacity was identified as sulfation within the plates of the batteries. Sulfation is a crystallized lead sulfate (pbso4) which coats the electrode plates and eventually causes premature battery failure. This failure mode poses a low risk to the pt, because it did not prevent the css console from performing its life-sustaining functions. In addition, the css console has a redundant, primary controller, and redundant system performance was not affected. Batteries are consumable items, there was no adverse impact on the pt, and proper operation of the css console controller was confirmed after battery replacement. Syncardia has completed its eval of this complaint and is closing this file.